Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called and he was hospitalized six months ago due to low blood glucose. Customer's blood glucose reading was 38 mg/dl when paramedics arrived, customer stated that he was very active through out the day and went for six mile run prior to hospitalization. Nothing further was reported.